Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was unable to communicate with a programmer. It was noted that several programmers were tried as well as various wands. In addition, tones were unable to be elicited with the application of a magnet.